Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage cannot be determined. Fluid was leaking from this damage. Download data showed no timeouts or drive stalls and no alarms were generated. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 13.9 mmol/l (>250 mg/dl). The pod was reportedly leaking while worn on the arm for between 25 and 36 hours. As treatment, a new pod was applied.